Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Inpen front shell cap does not lock in place. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 2.80ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirme medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and confirmed the customer reported issue dose knob/dial difficult to turn. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned. Customer will discontinue using the inpen.